Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during procedure powerpicc solo catheter with sherlock 3cg, a piece of guidewire broke off. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause of the damage could not be determined. One 50cm x 0.018¿ flexura guidewire was returned for investigation. The overall length of the guidewire was 50.1cm. A microscopic examination revealed biological material adhered to the distal tip of the guidewire. The weld tip was present, but the distal end of the coil wire was untwisted once from the core wire. There was no apparent break between the coil wire and weld tip. A functional test revealed that the distal tip of the guidewire would not fit through a 21g introducer needle due to the increased surface area caused by the damaged coil wire. Since biological material was observed on the distal tip of the returned sample, it appears that the guidewire was damaged after it was inserted through an introducer needle. The damage may have occurred if the guidewire was retracted through the introducer needle; however, the exact cause of the damage could not be determined. The product instructions for use states, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during procedure powerpicc solo catheter with sherlock 3cg, a piece of guidewire broke off. No other information was provided.